Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen was frozen and customer attempted a reboot, but the unit was stuck on a blue screen and cannot be powered down. Remote support service (rss) remains online. The customer pulled out the power cable, but the battery prevented the station from shutting off. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system screen was frozen. A technical support specialist (tss) remotely accessed the station. Medapplication launched successfully, and the nurse was able to dispense medication without issue. The system functioned as intended after the technical support specialist investigated the device.